Event description:
The customer got a reading of 215 mg/dl from her adc device and medicated based on this result. The customer then started sweating profusley. She did not loose consciousness, but could not hear or respond to what was occurring around her. Her daughter-in-law, who is a nurse, gave her glucose tablets and orange juice to counteract the medical event.